Event description:
Boston scientific received information that this left ventricular (lv) lead was explanted due to infection and damage during extraction procedure. Additional information indicated that the lead was damaged when the physician cuts the lead few centimeters from the connector pin in order to use extraction tools. The lv lead is no longer in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.